Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the frame hardware is all rusted. The end user has welded the crossbraces when they had broken and the side fames are twisted.